Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root causes were determined to be due to component wear from normal use over time and improper handling of the device, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the saw blade device was stuck on the battery oscillator device. During service and evaluation, it was observed that the trigger was sticking, the turn knob on the quick coupling assembly was frozen, and the wire insulation on the electronic control unit was damaged. It was further observed that the electric motor was 9 years old. It was further determined that the catch on the lock assembly was worn and the set screw on the quick coupling was dented. It was observed that the saw blade device stuck on the coupling was bent. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.